Manufacturer narrative:
The ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a gradual increase in power consumption between (B)(6) 2018 and (B)(6) 2018, to parameters above normal operating range, and 23 high watt alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had gradually increasing high power. The current power is above operating range. The ventricular assist device (vad) is still in use. No patient complications have been reported as a result of this event.